Event description:
It was observed that during the device evaluation, the subject device exhibited residues in the hoses. The issue occurred during an endoscopic examination that was completed using the same set of equipment. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: residues in the hoses. Based on the results of the investigation, it is likely the following led to the malfunction: insufficient suction power. The most probable root cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The initial report was sent in error. This issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
No additional information received from customer.